Event description:
Pt reported obtaining back-to-back blood glucose results of 578 mg/dl, 386 mg/dl, and 87 mg/dl on the advantage system. Pt indicated that, at the time the results were obtained, he was experiencing symptoms of hypoglycemia. Based on symptoms, pt self-treated by drinking orange juice. No pt injury was reported. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the advantage system. Technical support requested the return of the suspect product and replacement product was shipped.